Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The targert lesion was located in a coronary vessel. A 1.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, upon the first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another emerge balloon catheter. There were no patient complications nor injuries were reported.